Event description:
(6/10 reference (B)(4) for related complaints) (documenting admin set lot 4235006 used on (B)(6) 2022 event) per complaint form: patient connected to solis cadd vip pump (serial number (B)(4)) for epoch(etoposide, doxorubicin, vincristine) protocol to be given continuous IV over 24 hours. Pump programed correctly, however, at the 24-hour mark approximately 50cc still remained to be infused, although pump read infusion complete, 500cc infused. PICC patent, clamp open. No patient injury. Additional information from email: 2 more incidents of drug volume not being infused via cadd solis vip pumps for a total of 5 incidents since (B)(6) 2022. 4 different pumps used (1 of these is a loaner from smiths medical). Serial numbers: (B)(4), (loaner). All incidents used the same lot number of cadd administration set (4235006). Pumps did not alarm at the time of events.